Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported the bd alaris medical infusion system administration sets had a hole that caused a leak. The following was received by the initial reporter: verbatim: it was brought to my attention today from one of our nursing staff over at mcc-bmt infusion that a 0.2 micron filter tubing was defective. The issue was the pump segment that goes inside the alaris pump had a hole. The 0.2 micron filter was used to administer abatacept medication and unfortunately, due to the hole in the pump segment some medicati

Event description:
It was reported the bd alaris medical infusion system administration sets had a hole that caused a leak. The following was received by the initial reporter: verbatim: it was brought to my attention today from one of our nursing staff over at mcc-bmt infusion that a 0.2 micron filter tubing was defective. The issue was the pump segment that goes inside the alaris pump had a hole. The 0.2 micron filter was used to administer abatacept medication and unfortunately, due to the hole in the pump segment some medicati.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 25-jul-2023 . H6: investigation summary : a complaint of a hole in the pumping segment was received from the customer. A sample was received for investigation. Through visual inspection, the customer complaint was confirmed. A hole was seen at the lower part of the pumping segment. A device history record review for model 11532269 lot number 23035071 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect, and the root cause was determined to be user error. Misloading of the pump can cause the tears seen in this complaint.